Event description:
A facility reported a hakim valve (unknown ID) was implanted on (B)(6) 2014. Due to shunt beyond lifespan, which is 10 years, the device is in its 11th years, during which a failure in shunt functionality occurred. The valve failure was discovered in (B)(6) 2025, when patient experienced headaches, blurry vision and was lethargic. The facility refuses to replace shunt stating that it was functioning normally. However, the device continued to malfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d8, d9, g6, h2, h3, h6, h11. The hakim valve hakim valve (unknown ID) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.